Event description:
It was reported by customer's nurse that the customer was hospitalized and insulin pump is not working. Customer received a no delivery alarm, every time he tried to give himself insulin. Customer changed the tubing, the site, and battery and continued getting the no delivery alarm. Call got disconnected, and unable to reconnect with customer. The blood glucose reading was 455mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.